Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the specified that the indication for procedure was for the lead replacement for malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
It was reported that the rv lead would be returned for analysis, however the lead had not been returned at the time of this report. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an explant procedure for premature battery depletion, the physician explanted the right ventricular (rv) lead due to small r waves observed at 1.6 to 1.8 mv. A new rv lead was placed. No adverse patient effects were reported.